Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital, (B)(6) 2017. Primary: (B)(6) 2014, 1st revision (B)(6) 2015 for stiffness and pain ((B)(4)). This is patient's 2nd revision to add in (1 x 960103 pfc*sigma/ov/dome pat 3peg,41 lot d16081792). Male patient (B)(6), (B)(6) years old, (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.